Event description:
A patient reported blood glucose results of "601 mg/dl and 227 mg/dl" with a lifescan meter, performed within 10 minutes of each other. However, the patient was not cleaning the puncture site correctly, which could have an effect on the meter results. There is no evidence of the meter contributing to a serious injury. A replacement meter has been sent to the patient.